Event description:
Boston scientific crm received information that there was no sensing in either configuration or capture at any output for the right ventricular lead. Additionally, the impedance measurements were greater than 2500 ohms. During a replacement procedure, the setscrews were tight and the lead pin was observable through the header. The lead tested appropriately through a pacing system analyzer. As a result, the lead and device were removed from service.

Manufacturer narrative:
This device was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
This device was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.